Event description:
It was reported that the patient was checked after radiation treatment and the device had experienced an electrical reset. The health care professional was able to clear the device, diagnostics were lost, but the device remains programmed to its original parameters. The patient will be checked weekly until radiation treatments are complete. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-45 crdm non-defib lead implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.